Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test. Measured main ground bus resistance from door post to power entry module (pem) rear ground prong. The total ground bus resistance was 358 milliohms. Measured door frame to door post , and resistance was 338 milliohms. Measured door frame to pem rear ground prong. Resistance was 1 milliohm. Tightened the door post screw, which corrected door frame to door post, resistance was 1 milliohm. The assignable cause of the failed ground bond test was loose connection at the door frame to door post interface. The door post will be scrapped. Device was sent to servicing.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.